Event description:
A customer reported that their pump began sparking at the usb entrance while charging with both a tandem cable and third-party supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.